Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). A review of the patient's system indicated increased counts to the sensing integrity counter (sic), high and undefined high pacing impedance values, as well as oversensing and noise. The lead was therefore suspected to have fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.